Event description:
A 60-year-old female with type 2 diabetes had been using the omnipod 5 system for three months prior to the incident. A few weeks ago, she experienced severe hyperglycemia that required an ambulance. While en route to the hospital, she suffered a pulseless electrical activity arrest, likely due to metabolic acidosis. Upon arrival, she was found to have diabetic ketoacidosis and concurrent pneumonia, and she was treated with insulin and antibiotics. Although her clinical condition initially improved, she later developed encephalopathy, episodes of asystole, renal failure, and respiratory failure, ultimately leading to her death. Before initiating the omnipod system, the patient received the required educational materials from the manufacturer through a certified provider. In the two weeks leading up to the incident, the patient's glycemic control was meeting her blood glucose targets, with an average glucose level of 164 mg/dl, 68% time in range, and a glucose management indicator of 7.2%. Two nights before the incident, shortly after changing her pod, her blood glucose levels began to rise steadily from 1 a.m. To 6 a.m., eventually exceeding 400 mg/dl and remaining elevated for 37 hours despite multiple recorded bolus doses totaling 16 units. The patient was aware of these hyperglycemic events, as she continued to enter bolus doses. However, despite these bolus deliveries, her glucose levels did not decrease, raising concerns about possible insulin delivery failure, such as cannula dislodgement or occlusion, or a hardware malfunction. It is also possible that her concurrent pneumonia contributed to the oka. The exact reason for the potential malfunction of the omnipod 5 system remains unclear. Despite the continuous hyperglycemia, the patient continued to rely on the omnipod for insulin delivery, unaware that reverting to backup insulin injections might have been the best course of action. It seems she did not associate her situation with a potential "pod failure," as the pump appeared to be operational and did not display any clear error messages.